Event description:
Facility reported "blood leaking around end of 8mm blood pump segment. Approximately 50cc of blood lost. Blood rinsed back and line changed. Treatment continued without difficulty." Event took place 1.5 hours into the treatment. No medical intervention. Medwatch filed on the blood loss.